Event description:
Customer called getting high blood guclse readings. Customer has bottomed out several times over the last few weeks. One incident required a hospital visit. Customer tested blood glucose and received a result of 311mg/dl. The customer dosed 4 to 5 units of insulin. Two hours later at the emergency room a lab was performed and the result was 39mg/dl and the ER device read 54mg/dl. The customer was treated for low blood sugar with an IV and glucose tablets. Customer states that controls were in range but could not remember the results.